Event description:
It was reported, "replacing a generator on an implantable defibrillator. Opened up the pocket and doctor went to cauterize. As soon as he turned on cautery patient went into vf. Had to shock patient to get them out of vf.

Manufacturer narrative:
The suspect device has been received by conmed corporation on (B)(4) 2013. Qa engineering investigation has not yet initiated on the product. On completion of the investigation a supplemental report will be filed.

Manufacturer narrative:
The reported suspect product is a macrolyte single foil dispersive electrode. Dispersive electrodes in conjunction with the adaptors and cables are, intended to be utilized for the dispersion and return to the electrosurgical generator of therapeutic (rf) energy introduced to the patient at the active electrode during electrosurgical procedures. The dispersive electrode and the cable attaching it to the esu, electrosurgical generator, is only a return pathway for the rf, radio frequency, energy produced by the esu. A review of the manufacturing documents from the DHR/lhr, device history record/lot history record, for lot 1302134 has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. One (1) used device was returned to conmed complaint handling center, chc, for investigation. The returned device was examined in the laboratory. The returned device was folded over prior to receiving at the conmed chc. Thus, it was not possible to connect it to the esu for connection check. However, continuity in the device's wire was checked through a multimeter. No continuity issue was observed in the wire during the evaluation. In addition, no visual wire/pad connection defects were observed with the device. The complaint failure mode was neither confirmed nor unconfirmed at this time. The procedure being performed when the reported incident occurred was the surgical replacement of a generator on an aicd, automatic implantable cardioverter-defibrillator; where, monopolar electrosurgical unit was being utilized. The goal of electrosurgery is to develop a specific tissue effect (desiccation, cutting, coagulation, etc.) By directing a variety of electrical current forms to a target tissue without causing damage to non-target tissues. In monopolar electrosurgery (es), the es circuit comprises four components: the esu (electrosurgical generator), the actice electrode, the patient and the patient return or dispersive electrode. The dispersive electrode is place on the patient's body at a short distance from the surgical site such that the applied current passes through the patient as it completes the circuit from the active electrode to the dispersive electrode and then back to the esu. Per conmed corporation esu operator manuals (the brand of esu utilized in this incident is unknown), "the use of electrosurgery on patients with cardiac pacemakers, aicds, neurostimulators or other active implants is potentially hazardous. The implant may be irreparably damaged and/or the high frequency energy of the electrosurgical output may interfere with the function of the implant. Ventricular fibrillation or neuromuscular stimulation may occur. Precautions should be taken to ensure the patient's well being is maintained in the event of such interaction. The manufacturer of the implant should be consulted for advice before operating on a patient with an implant. ... To minimize the possibility of interference with a medical implant, place the dispersive electrode such that the electrosurgical current path does not intersect the path of the implant or the implanted leads of the device." Per the aorn, association of perioperative registered nurses, perioperative standards and recommended practices, recommended practices for electrosurgery, recommendation ix, section 2, "precautions for a patient with an ICD should include: having a defibrillator immediately available; having the ICD device deactivated by trained personnel before the esu is activated -- using electrosurgery on a patient with an activated ICD may trigger an electrical shock to the patient; having continuous ECG and peripheral pulse monitoring; using bipolar electrosurgery as an alternative whenever possible; if monopolar electrosurgery is deemed necessary, ensuring that the distance between the active and dispersive electrodes is as short as possible (place both electrodes as far away from the ICD as possible, and ensure that the current path from the surgical site to the dispersive electrode does not pass through the vicinity of the patient's heart or the implanted ICD); and immediately post-operatively, having the correct functioning of the ICD verified by an expert in electrophysiology." Although the above-mentioned risks/safety hazards exist and are all inherent to the use of electrosurgery, they are all controllable hazards and very largely dependent on the comprehensive education of end-users and subsequent application of widely published safety procedures. Education should include the principles of electrosurgery and proper operation, care, and handling of the specific electrosurgical equipment used in the practice setting. The most effective safety system in electrosurgery is a knowledgable doctor, nurse, and manufacturer's product specialist. A basic understanding of electrosurgery and adherence to the necessary precautions will assure a safe environment for both patient and surgical staff. Conmed dispersive electrodes are a fundamental component of an electrosurgical system where monopolar active electrodes are utilized to return the high frequency alternating current generated by the esu, delivered to the surgical site via the active electrode to achieve the desired surgical effect of selected tissue, back to the generator. The dispersive electrode does not generate any electrical output and cannot be directly responsible for the reported incident. If the dispersive electrode is improperly placed by the end-user where it sets up the return circuit of rf energy through the patient's heart or through the aicd; then, it is possible to create the reported incident. Also, when surgically working directly on the pocket where the aicd generator sits, the alternative use of bipolar electrosurgery techniques should be highly considered. There was no conclusive evidence of any manufacturing defect in the returned dispersive electrode device. The complaint was determined to be inconclusive due to the condition of the returned device. No corrective action is recommended at this time. Conmed is considering this complaint closed.